Event description:
The customer reported via phone call that the screen was scrolling when pressing the down arrow button and then the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 141 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and no down button response due to corroded keypad traces. No moving, ramping numbers on their own or scrolling bar moving anomaly noted. The device was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tub window corners, cracked on battery tube threads and missing end cap sticker.